Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded downstream occlusion seal. Review of the event history log (ehl) showed multiple cannot start pump not locked alarms. A functional test was performed and the reported issue of latch wont close was not duplicated, however the alarm was confirmed. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an alarm and that the door latch would not close. During physical inspection, it was found that the downstream occlusion seal was degraded. There was no patient involvement, no patient injury was reported.